Manufacturer narrative:
The hospital biomedical technician diagnosed the problem and replaced the power motor relay board. The system was found to be working as intended and put back into service.

Event description:
It was reported that the power motor relay board on the 9800 system needed to be replaced. No patient injury was reported.